Event description:
Pt's sys was explanted due to infection.

Manufacturer narrative:
Explanted products were discarded by the medical facility and will not be returned for evaluation. The doctor reportedly, stated that cultures were negative.